Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (30 mg/ml at 11.99588 mg/day) and fentanyl (1500 mcg/ml at 599.79391 mcg/day) via an implantable pump for unknown indications for use. It was reported that a medical record review on (B)(6) 2024 showed that on (B)(6) 2024 the healthcare provider stated that while the patient was out of town over the holidays, they tried to use their personal therapy manager (ptm) but they received an error stating pump motor stall on (B)(6) 2023. The motor stall did eventually recover a few hours later. They had talked to a local medtronic representative and was told there was nothing additional to do since it had recovered and to contact the clinic or medtronic if it should happen again. The patient has had no additional issues since that time. The etiology of the event indicated the relationship of the event to the device or therapy was probably and indicated the relationship of the event to the implant procedure was not related. The event was resolved without sequelae on (B)(6) 2023.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.